Event description:
Mounting bracket for fluoro scan fs1 x-ray tube fractured and broke. No injury but potential injury as tube weighs 24 lbs. The co says they have increased the size of the replacement bolt from 1/2" to 3/4" but they don't believe a safety notice is needed. After investigation, facility felt it would be best to notify medwatch as others may have a similar problem. While rptr appreciates co sending the improved version of this assembly, rptr is still concerned that someone at another facility may be injured because they still have the original c-arm support bolt. Even if the primary cause of the support bolt's failure is that users try to move the unit improperly, by pushing on the c-arm, they should be informed that this improved support is available and can reduce the possibility of an injury occurrence due to the unexpected failure of the c-arm support.